Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on (B)(6) 2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of loss of connection is reportable based on a loss of connection was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).